Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported that they were seeing a reposition antenna screen on their recharger. The recharger would not connect to the stimulator. They were still able to use their programmer to connect to their implantable neurostimulator (ins). Antenna locate was used and the patient got 64 but they were still seeing a reposition antenna screen when they tried to recharge. The patient had not felt stimulation since (B)(6) 2015. It was noted that the ins was almost dead. The recharger antenna was damaged and the patient was sent a replacement recharger antenna. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.